Event description:
It was reported that during an open gastrectomy, a line of staples on the patient side (the gastric side) was unformed at the 1st firing when the device was used to cut the duodenum. The staple height was blue. The device held the target tissue for 30 seconds before and after the firing. When the device was used on the greater curvature with the gold staple height, it could be fired without problems. However, when the device was used on the lesser curvature with the gold staple height at the 3rd firing, the same event as the 1st firing occurred. The device held for 60 seconds before and after the firing when the device was used on the gastric body. After both the 1st and the 3rd firing, additional sutures were performed to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.